Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details-right 8 and left 3coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: final diagnosis fallopian tube with essure device, left, salpingectomy: fallopian tube with no significant histopathologic findings. Essure medical device identified; gross examination only. Fallopian tube with essure device, right, salpingectomy: fallopian tube with no significant histopathologic findings. Essure medical device identified; gross examination only. Abdominal wall, right sidewall endometriosis, biopsy: endometriosis. Involving fibro adipose tissue and mesothelial lined fibrous tissue. Abdominal wall. Right sidewall endometriosis, biopsy: endometriosis, involving fibroadipose tissue. Peritoneum, cul-de-sac, biopsy: endometriosis, involving fibroadipose tissue and focal calcifications. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.